Manufacturer narrative:
Detailed product information was not provided to boston scientific as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that the coil became stuck and stretched, requiring a snare for removal. An embold packing 60 was selected for use in a splenic embolization procedure. When the coil was being deployed into the coil pack, the coil became stuck and stretched. It kept unraveling to where the physician could see filament. The coil was accessed with a big snare to snare it out, and the procedure was completed using an alternate method. There were no patient complications as a result of this event.